Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that no image displayed was due to faulty video connector socket. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported, the video system center had an oxidized bayonet which resulted in no image. The issue was found during preparation for use in an unspecified procedure. No delay was reported as a result of the issue. The procedure was completed using a different set of equipment. There were no reports of patient harm.